Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause is user error, including improper bone preparation, misaligned insertion, and/or failure to fully engage the screw with the screwdriver, resulting in the device breaking. The complaint allegation was confirmed based on the customer's attached picture, which shows two bio screw heads with broken small pieces.

Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction surgery with semitendinosus and gracilis stemmed it was tried to install a femoral screw and the device broke right at the beginning. All fragments were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (competitor¿s device¿). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.